Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 11 months post implant of this 21mm aortic bioprosthetic valve, the device was replaced valve-in-valve with a 23mm transcatheter aortic valve due to aortic stenosis and moderate to severe insufficiency. No additional adverse patient effects were reported.